Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's active exhalation control module valve pressure tubing was found to have holes in it. The device's tubing needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.